Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera cysto-nephro videoscope exhibited the scope tip was broken black cover completely off and bending section cover is blown out. There were no reports of patient harm.

Event description:
It was reported, the videoscope exhibited the scope had parts from the distal end fall off and the black cover had completely came off. The issue occurred during reprocessing. There were no reports of patient harm and no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: b5 and h3. Correction to h6 "medical device problem code" of the initial report, "1069-break" is being corrected to "2907 - detachment of device or device component". The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bending section cover was blown off could not be determined. The event can be prevented by following the instructions for use which state: visera cysto-nephro videoscope olympus cyf type v2 olympus cyf type va2 olympus cyf type v2r important information ¿ please read before use ¿ do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not insert the video connector while the electrical contacts are wet and/or dirty. Doing so may result in electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing or pulling them with excessive force can break the switches and/or may cause water leaks. Olympus will continue to monitor field performance for this device.